Event description:
It was reported that patient underwent total hip arthroplasty 2006. Revision procedure was performed 2007 to remove fractured ceramic modular head.

Manufacturer narrative:
A retrospective review of file was performed on 10/09/07. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available. Examination of returned device was inconclusive.